Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years and 4 months post implant of this aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve. The reason for intervention was reported aortic stenosis. It was reported that the mean gradient was 16.5 mmhg, peak gradient was 38.8 mmhg and aortic annular calcification was present. Grade iii central regurgitation was also reported. No additional adverse patient effects were reported.